Event description:
During servicing of an iw950 cosycot infant warmer at a hospital in the (B)(6) it was found that the power fail alarm was not working.

Manufacturer narrative:
(B)(4). Method: the hospital had requested a service of the iw950 infant warmer. The service was performed at the hospital premises by a trained fisher & paykel healthcare technician. Results: during performance testing of the unit it was found that the power fail alarm was not working. The problem was traced to an error on the unit's pcb board. A lot check revealed no other complaints of this nature for lot number 030204. Conclusion: the power fail alarm provides alerts the user in the event that power fails while the infant warmer is switched on. Given the age of the unit (nine years) the failure was probably due to wear and tear of the pcb components. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. Our review of the manufacturing records for this complaint warmer did not reveal any discrepancies. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. A replacement pcb board has been supplied to the customer and the unit is back in service.